Event description:
It was reported to hill-rom that the arm rest accessory has become detached from a viking xl mobile lift. There was no reported patient impact.

Manufacturer narrative:
The root cause was determined to be an installation error. The bolts were overtightened point causing the securing bracket to become deformed/damaged. A new accessory was provided to the customer to resolve the issue. This accessory is installed in the field by customers, field technicians and distributors via instruction provided by hill-rom.